Event description:
Customer alleged to have purchased a contour next ez meter in us and found meter was reading in mmol/l. No adverse event alleged. Meter is expected to be returned for investigation.